Event description:
Neurological injury to a patient during cervical intervertebral arthroplasty surgery.

Manufacturer narrative:
(B)(4). Investigation did not confirm root cause, but concluded not to be a device issue. Event occurred outside USA.